Manufacturer narrative:
Results: the engineering evaluation stated the device was returned with the leading end of the delivery catheter broken at the trailing olive. There was a twist in the guidewire lumen which is indicative of the device being rotated. The deployment line was broken outside of where it extended out of the trailing olive lumen. The broken ends of the deployment line had straight ends which were not frayed. No damage was seen on the leading olive. The findings from the evaluation are consistent with the physician¿s observations. The physician¿s admission that he may have cut the deployment line is consistent with the straight cuts seen on the deployment line. The root cause for the broken leading end of the catheter could not be determined with the currently available information. Use outside the IFU likely contributed to the broken leading end of the catheter, specifically rotating the device and advancing outside the sheath. The root cause for the partial deployment could not be determined with the currently available information.

Manufacturer narrative:
Conclusion code: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
Results: lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. Results: the imaging evaluation stated, one time-point available for evaluation; post-implantation cta dated 10/07/2015. The right renal artery appears to be the lowest renal artery. There appears to be ~12mm of length from the right renal artery to the circumferential proximal end of the device. The aortic diameter just distal to the right renal artery appears to be 17mm. The aortic diameter ~8mm distal to the right renal artery appears to be 17.8mm. The aortic diameter ~15mm distal to the right renal artery appears to be 18.6mm. There appears to be contrast visualized in a lumbar artery at the level of the implanted device on the arterial and delayed series images. There appears to be contrast pooling in the aneurysmal sac, especially on the delayed series. The maximum diameter of the aneurysmal sac appears to be 49.4mm x 67.0mm. Cannot confirm aneurysmal sac growth with one time point. Images provided do not allow for evaluation in relationship to this event. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
On an unknown date a patient was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2015, the patient was suspected to have an endoleak of unknown type. On (B)(6) 2015 the patient underwent a reintervention procedure whereby a 23mm aortic extender component was deployed just proximal to the flow divider placed in the original procedure. Then a 26mm aortic extender component was deployed approximately 1cm into the 23mm component. Then a 12mm x 12mm contralateral leg component was utilized to reline the left side distally. During the procedure, the endoleak was identified as being type ii, originating from the left internal iliac artery. The patient did well following the procedure.